Manufacturer narrative:
A report is being submitted due to product evaluation findings. As received the pressure tubing was completely detached from the bond joint with sample site. Indication of bonding material was evident on tubing bond surface area. Tubing od, 0.1110", measured near the point of detachment, was within specification. No other visible damage or defect was observed from the system. The device history record review was performed and the product passed all manufacturing inspections without non-conformances identified associated to the reported malfunction. There are manufacturing controls to avoid potential causes related to the detached tubing malfunction that include 100% visual inspection to the connection to verify the right application of adhesive, solvent or silicone was performed, qa sampling inspection to make sure all the samples manufactured comply with the requirements established, and a pull test by qa. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is evidence that supports or confirms the failure mode is associated to a manufacturing defect.

Event description:
As reported during use the vamp jr had blood backing up into the reservoir. No additional information was available. There was no patient injury. The device is available for evaluation.